Event description:
Colonoscopy screening for colorectal malignant neoplasm. Large polyp in sigmoid colon removed. Post intervention hemostatic clips used, three, one of three clips would not close, new clip obtained and procedure continued without further incident. No harm to patient. Failed clip returned to boston scientific.